Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Continuation of concomitant medical product(s): product ID: a3dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the right ventricular (rv) lead exhibited cross-talk. Both leads showed non-physiological noise oversensing when the patient moved their arm up and down. It was suspected that both leads had a fracture in the ¿sleeve part¿ that was caused by degradation of the product over time. The ra and rv leads will be more closely monitored and remain in use. No patient complications have been reported as a result of this event.